Manufacturer narrative:
Subject device is not available.

Event description:
During a splenic aneurysm coil embolization, the physician encountered severe resistance when attempting to place the coil inside the aneurysm. It was reported that when the physician attempted to remove the coil, it prematurely detached. The physician then attempted to remove the detached coil together with the microcatheter but was unsuccessful. When the physician tried to remove the coil using a snare device, the coil unraveled and protruded to the parent artery. The physician continued to try to remove the coil with a different snare device but it completely unraveled to the patient¿s groin and was sutured under the groin skin. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Per additional information received, the device was confirmed to be in good condition prior to use. In addition, it was also indicated that intermittent flush was maintained during the procedure and a competitor microcatheter with an internal diameter of 0.022 inches was used. As per device directions for use (dfu), maintaining continuous flush throughout the procedure is a critical requirement, as absence of it can cause increased friction. Also, the dfu states the following: target xxl detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters with a 0.48 mm [0.019 in] internal diameter. Based on review of all available information, an assignable cause of user error was assigned to this event.

Event description:
During a splenic aneurysm coil embolization, the physician encountered severe resistance when attempting to place the coil inside the aneurysm. It was reported that when the physician attempted to remove the coil, it prematurely detached. The physician then attempted to remove the detached coil together with the microcatheter but was unsuccessful. When the physician tried to remove the coil using a snare device, the coil unraveled and protruded to the parent artery. The physician continued to try to remove the coil with a different snare device but it completely unraveled to the patient¿s groin and was sutured under the groin skin. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Per additional information received, no damage was noted to the device prior to use and it was prepared as per dfu. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
During a splenic aneurysm coil embolization, the physician encountered severe resistance when attempting to place the coil inside the aneurysm. It was reported that when the physician attempted to remove the coil, it prematurely detached. The physician then attempted to remove the detached coil together with the microcatheter but was unsuccessful. When the physician tried to remove the coil using a snare device, the coil unraveled and protruded to the parent artery. The physician continued to try to remove the coil with a different snare device but it completely unraveled to the patient¿s groin and was sutured under the groin skin. No further information is available.